Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2014 by (b)96) . The patient had a scheduled retrieval procedure on or about (B)(6) 2018 performed by (B)(6); the filter was not retrieved. The complaint alleges filter thrombosis post implant, that the filter had become embedded, tilted, caused perforation, and fractured; further, that the filter has fractured into at least 6 struts fractured. One strut abuts the l4 vertebral body, one strut has perforated the aorta. Argon¿s attorneys are attempting to gather additional information.